Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the reported dislocation were not related to the design, manufacture, and /or sterilization of the revised implant.

Event description:
It was reported by an onkos sales representative, that a 76-year-old male patient with eleos distal femur replacement underwent revision surgery on (B)(6) 2025 due to a dislocation of the tibial poly spacer. This report captures the eleos tibial hinge. This event will be reported as a serious injury due to the revision procedure.